Event description:
It was reported that during a benign prostatic hyperplasia (bph) surgical procedure, it was noted that the tip "blew off". It was not reported if this occurred inside or outside of the patient. The case was completed using an alternative procedure (turp). There was no report of an adverse outcome. No injury to the patient reported.

Manufacturer narrative:
Product evaluation: failure analysis for fiber (B)(4): the fiber tip is attached to fiber; the glass cap shows a circumferential fracture on the distal side of fiber/cap fusion zone of the bevel edge; the fiber proximal to fracture can rotate independently of outer flow tubing; the glass cap exhibits mild devitrification at output window; the metal cap exhibits moderate char on surface; the outer flow tubing open end exhibits minor scratch marks. Based on device analysis, the potential for forward firing may exist. Probable root cause: based on the device analysis, the product complaint "tip came off" could not be confirmed; glass cap fractured was observed; the probable root cause of the failure is: heat accumulation. Cap wear was accelerated due to anatomical/procedural factors (tissue contact and technique) encountered during the procedure which would limit the performance of the fiber.

Event description:
It was further reported that: 14,714 joules and 7 minutes were expended on the failed fiber.